Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had second occurrence of power error detected alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the alarm recurred within 4 hours of troubleshooting of previous occurrence. During the first call the customer stated that the notification light did not stop flashing immediately. The customer was advised to enter a new battery and clear the alarm. Troubleshooting was performed and the device will not return for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.